Manufacturer narrative:
It is reported that almost two years post implant the patient was treated for a hernia recurrence. As reported upon explant the patch was noted to appear to have shrunk. An image of the explanted patch was provided, the image evaluation is inconclusive. The image shows what appears to be an explanted bard ventralex hernia patch. The polypropylene side of the patch has explanted tissue attached to it as would be expected from tissue ingrowth into the device. A small portion of the eptfe side is visible with no tissue attachment or adhesion. The image provided shows the patch to be curled. This may account for the reported condition of shrinkage of the patch. No definitive conclusion can be made. A lot number was not provided; therefore a review of the manufacturing records is not possible at this time. Recurrence is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions for-use as a possible complication. Regarding recurrence the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Not returned.

Event description:
The following was reported to davol: (B)(6) 2016 - the patient was implanted with a bard ventralex hernia patch for the repair of an umbilical hernia. (B)(6) 2017 - due to a hernia recurrence the patient underwent a revision procedure. It was reported that the patch had appeared to have shrunk. The patch was explanted. The patient's family alleges a production fault of mesh, saying the shrinkage of the mesh caused the recurrence of the hernia.